Manufacturer narrative:
Submit date: 08/03/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a urology catheter. Customer reports: part of the foley broke off and was left in the patients bladder. An x-ray was taken and a hysteroscopy was performed to retrieve the retained foley catheter piece. There was no harm to the patient.

Manufacturer narrative:
One decontaminated drainage bag was received for evaluation. After performing a visual inspection per procedure, it was observed that there was a broken catheter. The initial lot number reported is not related to the physical sample received; a revision of the device history record (DHR) was performed corresponding to the date code from the physical sample received. The date code from drainage bag received does not correspond to the product code p4p16xsd. The date code corresponds to finished goods product code p4p16tsd with lot number 611350264x. The DHR files were reviewed indicating that the product was released meeting all quality standard requirements. There were no non-conforming issues reported during the manufacture of this product for a similar condition as reported in this complaint. A review of the manufacturing process of the drainage bag was made concluding that the reported condition was not generated in the production line; the operator receives the catheter inside a sleeve prior to assembling it with the tubing and does not remove the sleeve at any time. It is the same situation in the workstation (subassembly area) where the catheter is assembled with the adapter and the sleeve is not removed. Therefore, this condition is not generated during the manufacturing process of the drainage bag. Since this catheter is a purchased component, a complaint notification and sample were sent to the supplier to initiate the investigation for a root cause. The supplier corrective action request (scar) and corrective and preventative action (CAPA) was opened in order to determine root cause and corrective actions for this condition. During the investigation, the root cause could not be determined, however, a potential root cause was considered to be the contact of the catheter in the wall oven section that could have caused a weakness in the middle section of the catheter. According with investigation documented thru the CAPA; as the root cause was not determined, the corrective action was not implemented because it was considered an isolated event. However, as part of the current control established by the supplier the process failure modes and effects analysis (pfmea), procedure for oven post cure control, procedure for the despatcher ovens, inspection standard for in-process shaft extrusion, and visual aids were considered as current controls.